Manufacturer narrative:
(B) (4). Communication was sent to the user facility to provide the surgeon with information pertaining to appropriate application technique and indication for use of floseal.

Event description:
Customer reported: arterial pressure sensor doesn¿t work. Impossible to perform the zero before use. Customer read incorrect values. Frequency is only linked to this complaint. Around 10 sensor with the same issue impossible to perform the zero before use. No patient injury was reported.

Event description:
Patient 1 a neurosurgeon had a series of seromas in patients recently. While it is probably unrelated, he also started using surgiflo recently. The surgeon wants to rule-out the chance of this being related to a flowable gelatin product. He had made a lot of other changes recently that would be much more likely to have caused the patient issues (new instrumentation, hardware implants, etc.) And he is simply trying to drill down on what could have caused this (and what would not have caused it).

Manufacturer narrative:
(B) (4). This is one of four seroma cases reported by one single surgeon ((B) (4)) additional clinical information received points toward at least one user error that might have caused or contributed to the formation of postoperative seroma: in contrary to the recommended use in the floseal instructions for use, the product has been applied for prophylactic hemostatic use. Although, also the use of metal implants (medtronic capstone/peek rods and screws) may contribute to a local seroma formation, the contribution of the error in use/application of floseal to this complication cannot be excluded. Surgeon's documented retraining on the correct use of floseal in accordance with the IFU recommendations (only if active bleeding is present; not for prophylactic purposes, with fast application and approximation, and always removing excess (floseal not reacted with the blood clot), is advised. A follow-up report will be submitted upon review of proper application technique with the surgeon.